Manufacturer narrative:
On october 20, 2021 additional information received indicated that the patient rescheduled the surgery for (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent an unspecified breast augmentation with unknown mentor saline breast implant experienced left-sided deflation post procedure. The issue was diagnosed through physical examination. As a result, patient scheduled for an explant on (B)(6) 2021.